Event description:
Product complaint: amplion customer support received a complaint on (B)(6) 2022 from a customer site, regarding code blue emergency alarm that did not activate on the patient station (pas) in a patient room when pressed. Event review: the event occurred in room 257, a private room occupied by a patient. The staff at the site reported attempting to initiate communication for a code blue on the pas, located on the headwall in the patient's room, which did not activate when pressed. Smart room controller (src) logs show no indication of code blue activation at the reported tim eof the event. The alert was communicated to staff using amplion care traffic control (ctc) messaging console at the nurse's station. Reporting within the nurse call software confirms an alert for a non-room stat assist was initiated for room 257, which posted to the ctc console at the nurse's station, hallway monitors and was sent to 20 staff handheld phones. The site representative confirmed the alert was sent and received by staff. Site representatives did not clarify why the non-room stat assist was initiated and the non-room code blue alert was not used to communicate the code blue. Site representatives reported the patient was stabilized, and remained in room 257. Cause: during the initial complaint phone call, amplion customer support via phone, worked with the hospital's materials manager to coordinate testing both the code blue and stat assist buttons on the pas for 257. The pas did not initiate code blue or stat assist during testing. All buttons and leds on the pas showed no response for bed status, cancel or the emergency alarms. Note: the pas is designed with a persistent illuminated led on the faceplate of the pas to indicate the bed status. Normal use of the system includes interaction with the pas when changing the status of the bed (e.g., occupied, out of service, available); noting the presence or absence of the bed status led during this interaction provides a visual cue to the user as to whether the device is powered and functioning properly. The test for nurse call for 257, triggered the from the pillow speaker, whcih is connected to the pas was successful. While the nurse call trigger was successful, the cancel button on the pas was not functional. Solution: customer support requested that the failed pas (sn: pas131587) be replaced. The site representative replaced the pas. Testing was conducted in partnership with a site representative after the replacement of the pas. It was confirmed the pas could be found/dsicovered by the smart room controller (src) for the room. The pas successfully initiated alarms for both code blue and stat assist. All buttons and leds on the pas were responsive. Customer support requested the pas be returned to amplion for failure analysis. To date, no device was returned.